Manufacturer narrative:
Preliminary analysis of the expertise files revealed that the device was pacing at 90 bpm during the whole MRI activation.

Event description:
Reportedly, on (B)(6) 2019 at 14:15, prior to a MRI scan, a device check confirmed regular leads measurements. The subject pacemaker was reprogrammed to MRI mode - manual, doo mode, rate 90 min-1, and MRI monitoring period - 24h. During this MRI scan around 14:30, the patient was monitored on ECG on the same computer used to obtain MRI images. The patient was first paced at 90 min-1, but intermittently, waveforms suggestive of the patient¿s intrinsic rhythm instead of paced rhythm were observed. Ventricular pacing failure was suspected, as pacing spikes were not seen on the ECG; this suspicion was based on the characteristics of the waveforms. No other anomaly related to the pacing system was observed. Preliminary analysis of the available patient files did not reveal any anomaly with the subject device.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019 at 14:15, prior to a MRI scan, a device check confirmed regular leads measurements. The subject pacemaker was reprogrammed to MRI mode - manual, doo mode, rate 90 min-1, and MRI monitoring period - 24h. During this MRI scan around 14:30, the patient was monitored on ECG on the same computer used to obtain MRI images. The patient was first paced at 90 min-1, but intermittently, waveforms suggestive of the patient¿s intrinsic rhythm instead of paced rhythm were observed. Ventricular pacing failure was suspected, as pacing spikes were not seen on the ECG; this suspicion was based on the characteristics of the waveforms. No other anomaly related to the pacing system was observed. Preliminary analysis of the available patient files did not reveal any anomaly with the subject device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6)2019 at 14:15, prior to a MRI scan, a device check confirmed regular leads measurements. The subject pacemaker was reprogrammed to MRI mode - manual, doo mode, rate 90 min-1, and MRI monitoring period - 24h. During this MRI scan around 14:30, the patient was monitored on ECG on the same computer used to obtain MRI images. The patient was first paced at 90 min-1, but intermittently, waveforms suggestive of the patient¿s intrinsic rhythm instead of paced rhythm were observed. Ventricular pacing failure was suspected, as pacing spikes were not seen on the ECG; this suspicion was based on the characteristics of the waveforms. No other anomaly related to the pacing system was observed. Preliminary analysis of the available patient files did not reveal any anomaly with the subject device.